Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pump suddenly stopped functioning about a month ago and the battery may be depleted. It was reported this led to baclofen withdrawal and required some oral baclofen supplementation until the pump could be replaced. It was unknown if there were any environmental, external, patient factors that may have led or contributed to the issue. The diagnostics/troubleshooting performed was a catheter blockage was ruled out with a dye study. The dye study confirmed the catheter was inact and functioning as expected. It was deemed that mechanical failure in the pump was likely the cause of the problem. The actions/interventions taken to resolve the issue was the pump was replaced on (B)(6) 2023. It was reported that on (B)(6) 2023, the patient was feeling quite weak in his movements and he could not stand up and lock his knees. The patient was no longer itchy but was quite sleepy and slow with his reaction speeds. The hcp noted that it was likely that now that his new pump has been re-inserted at the original dose, the patient was finding it hard to readjust to the sudden increase of intrathecal baclofen concentration. It was reported the hcp reduced the intrathecal baclofen dose by 25% to 378.1mcg/day. It was reported the next low volume alarm date was (B)(6) 2023. It was reported the hcp will plan to see the patient again either on (B)(6) 2023 or (B)(6) 2023 for further pump adjustments. It was unknown if the issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿.